Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the drain bag. The reported condition was verified. The bag is provided by a third-party supplier. The manufacturing plant has control measures in place to help identify failure modes of this nature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating in the effluent bag of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.